Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated purewick urine collection system had no suction but was working a couple nights ago. Patient purchased from carewell. Representative dis all of the troubleshooting. Advised they would need to replace the kit but could not replace the unit. Since they did not saw the order with the unit. They decided to buy a new unit transferred call to a purewick replacement. Used with female wicks. No additional information provided. Troubleshooting did not resolve issue.

Event description:
It was reported that patient stated purewick urine collection system had no suction but was working a couple nights ago. Patient purchased from carewell. Representative dis all of the troubleshooting. Advised they would need to replace the kit but could not replace the unit. Since they did not saw the order with the unit. They decided to buy a new unit transferred call to a purewick replacement. Used with female wicks. No additional information provided. Troubleshooting did not resolve issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against unknown purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.